Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon. Also it was found that the subject device was suddenly turned off due to the gi board failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Considerations] the following was confirmed from the investigation. -it was confirmed that the gi board failure of the subject device. -there was no abnormality inside the subject device other than the reported phenomenon. From the above investigation, the cause of the reported phenomenon occurrence was due to the gi board failure. The cause of the gi board failure could not be identified because there was no abnormality inside the subject device other than the reported phenomenon. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device was automatically turned off suddenly at the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.